Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Inspected the lcd connector, no unlocked connector noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer stated that there were frequent intermittent responses on the act button. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.